Event description:
An insertion issue was reported with the adc device. The customer reported the sensor did not properly fire and could not be applied. As a result, the customer was unable to monitor glucose levels and experienced a loss of consciousness, nausea and vomiting, dizziness, and drowsiness. Customer was unable to self treat and was seen at a hospital where a reading of 1000 mg/dl was obtained on the hospital device and customer admitted to the ICU and treated with insulin for a diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Visual inspection was performed on the returned sensor plug and no failure modes were observed. Watermark was not observed at the sensor base indicating the sensor tail was properly inserted. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An insertion issue was reported with the adc device. The customer reported the sensor did not properly fire and could not be applied. As a result, the customer was unable to monitor glucose levels and experienced a loss of consciousness, nausea and vomiting, dizziness, and drowsiness. Customer was unable to self treat and was seen at a hospital where a reading of 1000 mg/dl was obtained on the hospital device and customer admitted to the ICU and treated with insulin for a diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.